Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj) reflin (1 gram per day, route not reported) and inj tobramycin (40 milligram once daily and route not reported) for the peritonitis. On an unreported date, the patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the manifestation of the peritonitis was vomiting. The patient did recover from the peritonitis as previously reported and the patient¿s fluid was clear. It was reported that the patient later died due to unrelated issues. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.